Manufacturer narrative:
Hematoma is not labeled. Being less echogenic than wanted is not labeled in the IFU. Event eval: still under investigation.

Event description:
The doctor has complained before on the same issue. They believe the chiba-needle in the neff set is less echogenic than our separate chiba needle. The doctor now every time opens a separate chiba needle and throws away the needle which is in the neff set. He did a ptcd this week and because the less echogenic tip of the needle in the set, the punctured a vein, which caused a huge hematoma in the pt. Pt outcome was not provided by reporter.